Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal seven tampons fell apart leaving pieces inside. She was able to manually remove remaining tampon pieces.